Event description:
It was reported that prior to a hand assisted laparoscopic colostomy take down procedure, the circular opened the lap disc and the scrub picked it up, locked at it and it was already broken. Opened another instrument to complete the case. There was no pt consequence.